Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer has issues regarding their sensor displaying wrong readings of sensor and blood glucose. The patient's blood glucose was at 45 mg/dl. The customer took a glucose pill for the low blood glucose and feels fine to trouble shoot. The customer was assisted with trouble shooting and helped with rewinding the customer's pump. The customer's insulin pump works as designed. The customer was informed to monitor the insulin pump and to call back if there were any further issues. No further information was provided.